Event description:
A customer called to indicate their dxc 600p instrument generated false high na (sodium), k (potassium), cl (chloride) and calc (calcium) results for 1 patient sample. The results were reported out of the lab. When the physician questioned the results, the sample was rerun on another dxc in the lab and the report amended. The patient is a (B)(6) year old male, dob (B)(6) 1954. The results were as follows: the original na result was 153 mmol/l; repeat on the other dxc was 137 mmol/l. The original k result was 5.8 mmol/l; repeat on the other dxc was 5.0 mmol/l. The original cl result was 113 mmol/l; repeat on the other dxc was 102 mmol/l. The original calc result was 10.5 mg/dl; repeat on the other dxc was 9.6 mg/dl.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the ratio pump to resolve the issue. The manufacturer reference number for this event is (B)(4).